Event description:
The reason for call was for the last 3-4 weeks the patient has been having issues with their stimulation. Patient stated that they can turn on one group at a time but now they are feeling stimulation from 3 groups at the same time. Patient mentioned that one night they were in bed and all at once their legs and hamstring started cramping and they had to turn their stimulation off. Patient also mentioned that it takes forever to connect to their implanted neurostimulators and they have tried resetting the communicator several times. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.